Manufacturer narrative:
Analysis of the pump revealed high battery resistance. Additionally a gear train anomaly due to corrosion/wear/lubrication was identified that resulted in a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse baclofen 1800.0 mcg/ml at 727.6 mcg/day, clonidine 140.0 mcg/ml at 56.59 mcg/day, and bupivacaine 1 ,100.0 mcg/ml at 444.6 mcg/day. Result code and conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving compound bac lofen 1800mcg/ml for a total dose of 727.3mcg/day via an implantable pump for no known indication for use. It was reported there was a greater than 2ml discrepancy in several refills with no issue found in a dye study. It was noted that the healthcare professional (hcp) wanted it to be further examined. It was noted that there was no factors that may have caused, led, or contributed to the issue. A dye study was conducted with inconclusive results. According to the hcp the catheter looked intact. It was noted that the pump was replaced. At time of the report it was noted that the issue was resolved, and the patient's status was "alive-no injury." The patient's weight was unknown. It was noted that surgical intervention did occur as the pump was replaced on (B)(6) 2017. Event date was noted as (B)(6) 2017. It was noted that the pump will be returned for analysis. It was later reported manufacturer representative was not aware of a complaint associated with any of the products. It was noted that an analysis report was being requested, and the device may be disassembled for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from the rep on 2017-apr-13. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.